Event description:
It was reported that the customer was hospitalized for dka. According to the md, the cause of the event was dka. It was indicated that the programming was incorrect and the bolus wizard feature was turned off. In addition, the customer stated that an error alarm occurred. Troubleshooting was done and the pump tested ok. The customer was educated on the error alarm and the bolus wizard feature.